Event description:
It was reported that the chamber connection was leaking. No patient injury reported.

Manufacturer narrative:
Other text: no lot number was provided. Therefore, device history record review could not be performed. Two units were received for evaluation. The complainant's returned units were visually inspected; no damages nor other workmanship defects were detected. The units were submitting to functional testing; leakage was observed at the drip chamber. The complaint was confirmed. The root cause was a lack of a robust and repeatable adhesive dispensing method as the adhesive application relies on the operator's ability to achieve the desired 1/8 inch dipping depth. An automated solvent dispenser was added instead of continuing the manual process in order to improve consistency and meet process requirements.